Manufacturer narrative:
(B)46). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient underwent an additional procedure to have the sling removed due to undefined problems, however, the physician was unable to remove all of it. There was no additional information provided.